Event description:
It was reported that during the implant attempt, the helix of the lead did not retract. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4).